Event description:
It was reported that there was a possible leak from a one-link catheter extension set. This occurred during infusion. The customer stated that they were using a set-up with an unknown catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was discarded by the customer and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.